Event description:
It was reported that the patient lost therapeutic benefit about 3 months post implant; impedances were greater than 4000 ohms on all or some of the bipolar pairs. X-ray and a magnetic resonance imaging had been performed (dates unk), but the hcp was unable to determine the cause of loss of effect. The deep brain stimulator had been reprogrammed and a setting was found which produced therapeutic effect, although impedances remain over 4000 ohms. The patient was at home and her status was reported as fair.